Event description:
Caller reported a malfunction on pump, identified with malfunction code as malf 0. No notable events occurred prior to malfunction, and there was no adverse impact on customer¿s blood glucose level, which did not exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting pump. No recurrence of malfunction code occurred after the reset. Customer was advised to continue using pump and to call back if any malfunction should recur, which caller acknowledged.